Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they couldn't get their device to work and patient did not provide an event date. Patient put their equipment away and couldn't find their equipment so patient hadn't used the device in a couple months. Patient started to get a back ache and tried to use the equipment. Agent reviewed over discharge information. Agent redirected patient to their hcp to address the issue additional information from the patient indicated that they have not spoken with their hcp yet. They stated that they will be having an implant replacement to resolve the issue. They don't know when the surgery will be.